Event description:
Stopcock put on at approx 12:00 pm on umbilical arterial line. Approx 3:50 pm noted blood dripping from stopcock. Infant lost approx 10-15 cc blood. Infant ashen and pale, 02 sats and heart rate did not drop. Transfused 10cc blood at 4:15 pm 1/18/95. Review of the stop after removed from the line revealed a lead in a seam of the product. 25 week premature infant.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.